Event description:
After intubation, a nurse tries to connect to a circuit and notices 15mm connector cannot be connected due to deformation. 15mm connector shape not round but oval.

Manufacturer narrative:
Information recorded in section f completed by manufacturer, reference reporting site internal file number eu200606-0105. H3: device has not been returned to manufacturer to date.when a sample has been received and a comprehensive evaluation has been completed , a follow-up report will be submitted.